Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Crm service notification text on (B)(6) 2021, at 14:15:22, erp_rfc_user related svn (B)(4). Crm service notification text on (B)(6) 2021, at 14:14:26, (B)(6). Customer concern: customer called back, reported his pump has scratches and making it hard to read and there is times it will bolus. Customer decline to t/s stated he wasn't sure when he would get the block messages was just answering the question when he was trying upgrade his pump. Customer stated his pump is working right and decline the oow pump replacement (B)(4). Doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: customer declined is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no. Does customer report pump has been bumped/dropped?: neither. Does the infusion set show signs of damage?: no. Does the reservoir show signs of damage?: no. Does pump show any signs of physical damage?: pump shows physical damage. Document the type of damage: scratches. Document how the damage occurred: unknown. Describe the location of the damage: lcd screen. Did customer report out of box damage?: no. What is the type of damage (scratch or crack)?: scratch. Document extent of the scratch: pump screen is a little hard to read. Does customer report the damage is a scratch on pump case and/or lcd only?: lcd only. Is customer able to read the display?: yes. Is pump functioning as designed?: yes. Advise customer to call back as needed.